Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced low blood glucose. The customer stated while troubleshooting for no delivery, he experienced low blood glucose of 29mg/dl. The customer treated with food. The customer declined additional troubleshooting for low blood glucose, customer state he is brittle diabetic. The customer stated he always experiences low blood glucose due to not having a pancreas.